Manufacturer narrative:
(B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid and capsular contracture baker grade iii".

Event description:
Healthcare professional reported " liquid and capsular contracture baker grade iii " on right side. The device remains implanted.